Manufacturer narrative:
An investigation of the incident shall be performed in an attempt to identify the cause of the event.

Event description:
It was reported that the tip of the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: when screwing in the anchor, the applicator broke off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force torquing anchor or lateral force applied during insertion. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device broke during the procedure. The piece was retrieved.